Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was not getting enough insulin after she changed her basal rates on her own. The customer stated that she experienced a low blood glucose reading as a result. The blood glucose reading was down 50 mg/dl, and she stated that she treated with juice. The customer reported that the insulin pump also alarmed low reservoir. The most recent blood glucose reading was 271 mg/dl, which was treated with 3.2 units of insulin. She advised that her doctor told her to change the basal rate to resolve the high blood glucose levels. She declined further troubleshooting assistance with the matter. Nothing further reported.